Event description:
It was reported that on (B)(6) 2009, the primary surgery was performed via tha with the implants in question. The product codes are unknown. The surgery was completed successfully without any surgical delay. On an unknown date, the cup in question came out. The event date is unknown. The revision surgery is scheduled on (B)(6) 2023, to replace the cup to other company¿s product due to the suspected armd. To be added after confirming details. No further information is available. Doi: (B)(6) 2009. Dor: (B)(6) 20023. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received as follows: on (B)(6) 2023, the revision surgery was started at 8:30. After the wound opening, an arthrodesis was confirmed that appeared to be metallosis. After removal of the metal head, there was no loosening of the stem and the dislodged cup was easily removed. (Two screws were broken, one remaining in the cup, the broken screw tip was left in the molar without removal). No bone defects were noted in the acetabulum and the kt plate was not used. The surgery was completed successfully using zb¿s cement dual mobility cup.